Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump had insulin pump error multiple times. The customer¿s blood glucose was 13 mmol/l at the time of incident. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement, sleep current measurement, active current measurement; it failed self test returning a pump error 75. After further examination of the unit¿s interior, electrical board shows signs of previous moisture presence and corrosion around r32 and some of the larger components close by. Device received with a crack on the battery tube which starts at the corner of the belt clip rails and extends to the top where the battery threads are located.